Manufacturer narrative:
See MDR # 1920664-2007-01549 for the delivery device used with this intraocular lens.

Event description:
The haptic bent while the lens was being implanted in the patient's eye. The doctor removed and replaced the lens.